Event description:
It was reported that during the procedure, the guidewire was failed to be remove from the left ventricular (lv) lead and caused the lead to deform. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.